Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient was treated for a distal radius fracture on (B)(6) 2013. The surgeon inserted the screw into the proximal row most radial hole in the fixed mode by using the guiding block. During tightening of the screw, it didn't lock into the plate and went through the bone under direct vision. Doctor observed the screw length with depth gauge. He inserted screw to use with driver by hand. Torque limitation attachment was used in the final locking. The surgeon fixed the screw in the appropriate position. This is report 2 of 2 for complaint (B)(4).